Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the atp console and ht controller. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp console ht controller were returned for analysis, however results are not yet available.

Event description:
Medtronic received information that upon boot up the image acquisition system (ias) would not pass the radiation check in order to take images. Rebooting the system multiple times resulted in the same behavior. There was no patient present when this issue was identified.

Manufacturer narrative:
The ht controller pcb was returned to the manufacturer for analysis. Analysis found that when the controller board was installed in imaging system, it readied as expected. Calibrations, imaging and invalidate home were successful. No fault found. The atp console was returned to the manufacturer for analysis. Analysis found that when installed in imaging system, it readied as expected. Imaging was successful. No fault found.